Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported defect, broken eyepiece. Olympus requested additional details regarding the reported event and is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer high-definition quick lock autoclavable telescope for a damaged eyepiece. The customer reported problem was found at an unspecified event. No death injury or infection and no person or other was impacted has been reported to olympus.

Event description:
The customer reported problem was found at start of the procedure, when mounting the camera-head device. The device was visually inspected prior to procedure but no abnormalities were observed. No further information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional event description details and the results of the device investigation by the legal manufacturer. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The legal manufacturer¿s (oste) investigation determined that there is no design manufacturing, material or processing related cause for the reported event. The device evaluation confirmed the reported problem. Based on the physical evaluation, the potential cause of the broken eyepiece is likely due to user error, improper handling and application of excessive force. Olympus will continue to monitor complaints related to the device and reported phenomenon.